Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture from each of the mesh leg assemblies, with the needle at the end, detached outside the patient. It is unknown during what step of the procedure the detachments occurred. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Physical evaluation of the returned mesh body revealed that both lead sutures were detached from their corresponding mesh leg assemblies and were not received, confirming the reported event. In addition, foreign suture was observed attached to the mesh body. Physical evaluation of the returned capio suturing device revealed no abnormalities. Functional evaluation of the returned capio suturing device revealed no abnormalities, as the device operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event is operational context.

Manufacturer narrative:
Though the patient's exact age is unknown, she is reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture from each of the mesh leg assemblies, with the needle at the end, detached outside the patient. It is unknown during what step of the procedure the detachments occurred. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.